Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the insulin pump alarmed low reservoir but no empty reservoir. Customer's blood glucose was unknown at the time of incident. Customer was advised to follow up with troubleshooting when they have the pump as they did not have it at the time. No further details given.